Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of the device was performed. The device operated appropriately, according to its performance specifications.

Event description:
--

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this pacemaker was explanted for an unknown reason. No additional adverse patient effects were reported.